Event description:
The customer called to report the device had an alarm during prime. During the call, the customer stated that they were hospitalized for high bgs and had bent cannula. Troubleshooting was performed and the self-test passed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. The customer called again and said that they are still having problems with high bgs and sometimes bent cannulas. The infusion set was changed and bgs remained high. Instructed customer to call back to perform the high-pressure test when clamp arrives.